Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After the procedure the red actuator handle sizer was found to be cracked on both sides of the handle.

Manufacturer narrative:
The device associated with this report was not returned. A complaints databases search found additional reported incidents against the provided product and lot combination. The previous reported events were investigated and found the failure of the size locking knob cracking was due to the overmold material cracking. CAPA (B)(4) was created to deal with high failure rates of a radel overmolded component on another instrument in the system (impaction handle). Inspection of the lot number confirmed that this device is from a batch previous to the design change. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to conclusively determine a root cause, a need for corrective action is not indicated. A design change was implemented and routed on (B)(4) for the size locking knob. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint was re-opened due to product received. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the investigation confirmed that the size locking knob is cracked. The failure of the size locking knob is due to the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from (B)(4) to (B)(4) per (B)(4) as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.